Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event (e216 communication error) was caused by the following: a defective image sensor unit, a defective internal circuit board inside the video connector, or a system failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. Due to corrosion on video plug, e216(scope communication error) occurred. Adhesive on bendng section cover was chipped. Due to damage on charge coupled device (ccd) unit, a noisy image occurred during angulation in up/down direction. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope exhibited scope communication error. There were no reports of patient harm associated with the event.